Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Device remains implanted.

Event description:
A patient enrolled in a clinical study experienced unusual right shoulder pain approximately 15 months post-implantation. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study experienced right shoulder pain approximately 3 months post-implantation. There has been no reported revision procedure to date.